Event description:
Per complaint (B)(4), a patient presented for an emergency exam two weeks after placement of their dental implant. Pain, swelling, discomfort, inflammation, and infection were reported. The implant was explanted.